Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 545, 245, and 156 mg/dl when all tests were performed 5 mins apart on the compact system. No actions were reported taken or treatment received as a result. The suspect product was not returned to the MFR for eval.